Event description:
The customer reported that the signal drops when cable is moved. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed the cable cover was coming off. The module failed functional testing, it loses connection and is unable to obtain measurements when the cable is twisted and moved around. X-ray imaging showed damage to the cable. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the signal drops when cable is moved. No consequences or impact to patient were reported.